Event description:
Customer reported that a patient presented with a superficial surgical site infection, 11 days following an l1-2 microdiskectomy. The patient was prescribed antibiotics. Current status of this patient is reported as "resolved."

Manufacturer narrative:
Infection occurred- labeled. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.